Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Upon repositioning the lead, the helix would not extend. It was suspected that the conductor was twisted inside the lead body. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. X-ray showed twisted rate sense coils which prevented the terminal pin from rotating to activate the helix. This type of damage is consistent with over-torque of helix. No irregularities were noted that could contribute to the lead dislodgment.